Event description:
It was initially reported that two predilatations were performed in the mildly tortuous, concentric, de novo, mid left circumflex coronary artery, using a non-abbott balloon, with excellent predilatation results, but a slight dissection occurred. The xience prime 2.75x18 stent was deployed, fully and uniformly apposing across the entire length of the vessel wall. There was difficulty removing the stent delivery system (sds). After several techniques to try and remove the sds by advancing forward and backward, inflating, and deflating the sds balloon, the sds, guiding catheter, and guide wire were removed together as a single unit. A planned 2.5x23 xience prime was implanted in the left anterior descending artery. There was no adverse patient sequela. There was no clinically significant delay in the procedure. Subsequently, the procedural cine was received. Abbott medical review of the cine found that there was significant waist in the non-abbott dilatation catheter when the left anterior descending (lad) artery was predilated. A dissection in the lad was then visible. The 2.5x23 xience prime stent was deployed and there was significant waist in the distal area of the xience prime stent delivery system (sds) balloon. There was an incomplete apposition of the sds balloon to the stent wall. There was an occlusion of the proximal lad with dissection proximal to the xience prime stent. There was difficulty removing the sds. The procedure was completed. There was no additional information provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: jive 2.5x14 mm. Guide wire: ht whisper extra sport 0.014 inches, 190 cm. Inflation: 20/20 priority pack. Guide catheter: jl 6fr. Stent: xience prime 2.15 x 23 mm. Contrast: omnipaque non-ionic. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other xience prime device referenced is being filed under a separate medwatch MFR number.